Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit and a damaged connector on the system board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient(age & gender unknown), the device displayed a "system fault 37" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant alleged that during subsequent biomed testing, the device would intermittently not power up and displayed "system fault 36", "defib fault 80" and "defib fault 84" messages. Also the device's pacer output resets to zero. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.